Event description:
It was reported that the patient experienced recurring incontinence and a detached cuff with an artificial urinary sphincter(aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence and a detached cuff with an artificial urinary sphincter(aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.